Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with blood glucose levels between 400 and 500 mg/dl. The customer stated that he was also nauseated. The customer felt that the insulin pump was not delivering insulin correctly, and requested a replacement. The customer stated that he had a stroke, and was taken off the insulin pump, but now he's ready to go back on, but he needs a working unit. Nothing further was reported.